Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose (bg) level was 334 mg/dl. The customer cleared the alarm and insulin delivery was resumed. The customer indicated that a bolus would be administered to address bg level.